Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 477 mg/dl. The customer stated that she changed the set this morning and an hour later she received the no delivery alarm. The customer treated with the pump. The customer stated that the no delivery occurred during bolus. The customer stated that the alarm was recurring. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that the cannula was bent. The customer was advised to return the set for analysis.

Manufacturer narrative:
The initial medwatch report was created in error. The report was created under a unomedical product. Please reference to manufacturer report number 306671623 - 11864.